Event description:
Customer stated they had pt where they could not remove disposable type-s thermoplastic. Pt was event in distress. The department received assistance from another department for removal of the thermoplastic. The pt had a tracheotomy tube which was removed from the pt when the disposable thermoplastic was finally removed from the type-s. The trach was stuck to the thermoplastic. Thermoplastic was not cut away from trach. It was stretched over trach. Pt is fine. Pt will be visiting facility next week for treatment.